Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a shorted transformer on the inverter board and the inverter board subsequently burned. A known good inverter board was installed and the display became fully operational. A simulated treatment was run for 15 minutes with 1000ml of fluid and passed. An internal visual inspection of the returned cycler encountered no discrepancies. The cycler underwent a valve actuation test and system air leak test and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burned inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was black with an alarm upon power up. The power cord was unplugged from the wall and the cycler and then reconnected and the screen still did not turn on. The cycler was plugged into a different outlet, however, the screen remained blank. At that point in time, the technical support representative scheduled for a replacement cycler. The patient reverted to manual supplies to complete their treatment. There were no adverse events, injuries, or medical intervention reported as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was shorted and inverter board subsequently burned.